Event description:
It was reported that there was error 45636. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. Visual inspection found that the lens is scratched. The device was then functionally tested. Upon start up, the device continuously alarms with a red screen. The reported problem is confirmed. The root cause is a faulty main board. The main board was replaced. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
A1: patient identifiers; (B)(6). A2: patient's date of birth; (B)(6) 1985. A3a: patient sex; female. B3: date of event; 3/12/2024. B5: additional information was provided and added to the correlating sections in this report. There was delay in infusion therapy; probably not harmful, but not quite clear. The outcome of the event was the patient's therapy was delayed, and the pump was swapped out. One device received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The customer reported event could be duplicated. During functional testing it could be duplicated when the motor sense stayed high. The main cause is due to the faulty main board. The main board was replaced.